Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are cracks near the battery compartment of the reservoir window. The customer will be sent a replacement pump.